Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed because the suspect product is an iphone application. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone15.2 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient commanded a bolus of 2 units of insulin after breakfast, but the system delivered 10 units instead. They discovered the discrepancy when they received a low blood sugar warning and checked the omnipod 5 application history where the patient noticed their blood glucose had dropped due to the unexpected insulin delivery. The patient ingested honey and sugar to increase their blood glucose and was at 152 mg/dl at the time of the call.